Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter fracture occurred. The 90% stenosed lesion was located in a moderately tortuous, moderately calcified, 20mm in length and 3mm in diameter right coronary artery. During a percutaneous coronary intervention (pci) procedure, an atlantis sr pro imaging catheter was used to visualize the lesion. However, it was noted that the distal part of the imaging catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for evaluation. Device analysis revealed that the telescope male tubing was broken and separated in two parts in the broken section. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter fracture occurred. The 90% stenosed lesion was located in a moderately tortuous, moderately calcified, 20mm in length and 3mm in diameter right coronary artery. During a percutaneous coronary intervention (pci) procedure, an atlantis&#10259;r pro imaging catheter was used to visualize the lesion. However, it was noted that the distal part of the imaging catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.